Manufacturer narrative:
(B) (4): physio-control replaced the biphasic module pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed biphasic module pcb assembly at the failure analysis center and was unable to neither confirm nor duplicate the reported failures.

Event description:
It was reported that the device had the wrench icon illuminated and logged a fault code in the memory. Physio-control device eval verified the reported issue and observed it's failure to deliver defibrillation energy. There was no pt use associated with the reported failure.